Event description:
Information was received indicating that cadd administration set leaked while in use with the patient. The reporter stated that multiple administration sets were found to be leaking. The administration set was changed due to leaking on multiple occasions. No patient adverse effects were reported.